Event description:
It was reported by the rep that the device was used during a laparoscopic splenectomy. It was reported the gasket of the trocar tore during the case and the pneumo was lost throughout the procedure. The surgeon finished the case with this trocar. There was no consequence to the pt.